Event description:
Related to MFR report # 2183959-2012-01635. Related to MFR report # 2183959-2012-01637. It was reported by plaintiff's attorney that the plaintiff was implanted with a apogee with intepro lite on (B)(6) 2009 to treat her stress urinary incontinence and pelvic organ prolapse. Plaintiff's attorney alleged plaintiff experienced complications which required additional medical care and treatment and/or surgical intervention. Plaintiff's attorney also alleged the plaintiff suffered severe and debilitating injuries including dyspareunia, chronic pain in her pelvis, abdomen, and back, worsening urination, and mental anguish, as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.